Event description:
The patient underwent an open low anterior resection procedure due to colonic cancer. The procedure was very long due to multiple adhesions. The anastomosis was created with the colonring device. According to the report, anterior leak, which could not be reinforced with sutures, was detected during the pneumatic test. The ring was removed and a manual anastomosis was performed. The patient is doing well with no complications.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (novogi (B)(4)) and the importer ((B)(4)), as novogi (B)(4) serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation, however, the event was discussed between the operating surgeon and a senior surgeon experienced in the use of the device who trained the operating surgeon, and it was concluded that the event is probably related to the surgical technique (excessive vascular skeletonization). It should be noted that leaks detected at this stage, as part of the surgical procedure, are generally related to the surgical technique and in any case enable immediate intraoperative repair and therefore are not associated with further safety concerns.